Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, for one patient. The initial result was 17.4ng/ml and 0.06ng/ml upon repeat. The erroneous result was not reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
Samples are collected into 13x100 bd gold top serum tubes. The specimens are centrifuged for 4 minutes. Qc was within specifications during the time of the event. A field service engineer (fse) was dispatched: a) the fse performed hardware verification testing and all tests met specifications. Bci contacted the customer in 2009 to follow-up on the event and customer indicated they are getting some fliers. A) sample handling was discussed and customer provided more education to laboratory and phlebotomy staff. B) customer had been in contact with bci regarding preventive maintenance (pm) schedule. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.